Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis found thermal damage to the bipolar yaw pulley between the grips. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Thermal damage between grips- instrument bipolar yaw pulley is most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the 8mm fenestrated bipolar forceps (fbf) instrument arced and there was a burn mark on the coating of the instrument. Also, there was metal sticking out. The procedure was otherwise completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing abnormal was noted. The arcing event occurred at the beginning and approximately 10 minutes into the case. The arcing was noted between jaws and that the scissors were in the abdomen, but not in use at the time. After the arcing event, the instrument was noted to have an obvious burn mark and it appeared to have a piece of metal sticking out where the burn mark is. The reporter was not sure if the instrument tips did collide with any other instrument or tool during the procedure. There was no injury to the patient.